Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not able to get the implantable pulse generator (ipg) fully charged and get it into MRI mode. The patients ipg was explanted, and patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.